Manufacturer narrative:
The initial complaint was able to be verified and repaired on the returned device. The electrical shield, real time clock battery , cracked rear housing, overlay and dso downstream sensor all had to be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with constant low battery. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.